Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 432 mg/dl at the time of incident. The customer was reported that insulin pump was on auto mode. The customer's blood glucose level was went down to 300 mg/dl now. Customer was not hospitalized due to high blood glucose level. Customer reported that they received sensor was updating. The insulin pump will not be returned for analysis.